Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had unresponsive escape, act, down and up buttons due to corroded keypad traces. The insulin pup had minor scratches on the display window, a cracked case at a display window corner, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported a button was unresponsive on the customer's insulin pump. The customer's blood glucose level was not known. Nothing further was reported.